Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker's battery dropped from 9.5 years down to 2.5 years in a span of 14 months. Engineering analysis revealed that the device exhibited an increase in power consumption. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker's battery dropped from 9.5 years down to 2.5 years in a span of 14 months. Engineering analysis revealed that the device exhibited an increase in power consumption. This device was explanted. No additional adverse patient effects were reported.